Event description:
During a coronary intervention, the struts of a cypher stent became uplifted. The product was removed without pt injury. The target site in the rca was described as moderately calcified and tortuous with 75% stenosis. Although the lesion had been predilated, the physician felt friction "right before reaching the target lesion" while advancing the cypher and withdrew it through the guide catheter. Upon examination of the sds outside of the pt, the proximal and distal struts were found uplifted.

Manufacturer narrative:
The product was not returned for analysis. A review of the mfg records indicated that this lot of products met quality requirements for product acceptance. The complaint could not be confirmed without product return. The cypher IFU states: "do not attempt to pull an unexpanded stent back through the guiding catheter, as dislodgement of the stent from the balloon may occur. Remove as a single unit." Review of the available info suggests that vessel/lesion characteristics and procedural factor may have contributed to the event. This product is similar to us cypher stent.